Event description:
A malfunction alarm occurred with the pump during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by instructing them in the proper loading technique, but the cartridge alarm persisted, leading to the decision to replace the pump. The customer was informed about using an alternate method for insulin delivery in the interim and was instructed on how to return the pump to storage mode and send it back using a pre-paid label within ten days.